Event description:
It was reported that "drill bit broke at the base". No adverse consequences reported.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.